Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose level of 464 mg/dl and a low blood glucose level of 47 mg/dl. The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer completed troubleshooting. The customer treated the high blood glucose level with a manual injection and the current blood glucose level of 419 mg/dl was treated with 10 units by manual injection. The insulin pump will not be returned.